Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the clinic for a device check. Upon interrogation, it was observed the patient's right ventricular (rv) lead had intermittent capture. The patient was then brought to the emergency room, and the patient's pacemaker was analyzed. It was found the rv lead had no bipolar capture. Capture was achieved in the unipolar, but the pacing impedance was below the limit. The patient's superior vena cava was occluded by the pacemaker system, so the system was deactivated, and a new system was implanted on the right side on (B)(6) 2021. The patient was in stable condition.